Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by unclean operation. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified anti-inflammatory drug infusion for the peritonitis (no further details). Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.